Event description:
It was reported that a woman with leg ulcers has been treated with allevyn gentle dressing. The dressing has been used for 1 week. The wound appeared with blister and redness. Changed to softening ointment, sorbact and solvaline and the wound healed.